Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead dislodged and the dislodgement caused diaphragmatic stimulation from the left ventricular (lv) lead. There was a question whether the patient's fall caused the leads to dislodge. The leads were explanted and replaced. No patient complications have been reported as a result of this event.